Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for wound check-up. Upon inspection of the incision site it was noted that the pocket incision was not healing. It was noted that the patient started over exercising that involved the upper torso and arms, the day after the implanted cardiac monitor (icm) was implanted, not allowing time to heal. The device was explanted. Patient was stable throughout the procedure.